Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, the fully inflated 26mm commander delivery system balloon ruptured after the initial deployment of the valve. The valve was deployed with 23mm of volume at 7atm. Issues were encountered recapturing the balloon into the 14fr esheath. The distal nose cone was snared and the esheath and the commander delivery system were rotated in the opposite directions while removing the commander system. The commander system was safely removed from the esheath as well as the sheath was safely removed from the patient. No vascular complications nor patient injuries were reported. The delivery system and esheath has been discarded at the hospital. Per report, there was no retained volume in the balloon. The patient's landing zone was moderately calcified. All the balloon pieces were accounted for.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and h6: type of investigation, investigation findings, and investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A photo and 3mensio imagery revealed tortuosity and calcification in the patient's access vessels near the femoral bifurcation. Additionally, calcification was present in the patient's landing zone. The provided device photo showed a longitudinal and fully circumferential radial balloon burst, with the distal portion of the balloon umbrellaed over the nose tip and the distal balloon wings flared. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In this case, the balloon burst and withdrawal of the catheter through the vascular sheath were confirmed based on the provided imagery. The available information suggests that both patient factors (moderate calcification in the patient's landing zone and the presence of calcification in the stj) and procedural factors (withdrawal of the altered balloon profile, non-coaxial alignment due to patient factors) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.